Event description:
The customer alleged they received questionable hdl-cholesterol (hdl), total bilirubin, and lipase results on their p-module. The customer provided data for two patients, one of which had a discrepant hdl result. The customer stated this issue appeared after switching the water supply of this p-module with the water system of another p-module. The customer stated that discrepant results are usually blocked during the validation process, and repeat measurements are made. Even if the customer had not received any complaints of discrepant results from patients or doctors, the customer cannot be sure all the discrepant results were identified and corrected. The customer could not totally exclude the possibility that some plausible but discrepant results were reported outside the laboratory. The patient's initial hdl result was 0.00 mmol/l. The repeat result was 1.15 mmol/l. It was not known if the discrepant result was reported outside the laboratory. There were no reports of any adverse events. The hdl reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. The water circulation was checked and excluded. Incorrect tube handling was identified as a possible cause and improved. The system was confirmed to be working according to specification.